Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be tuberculosis; however this was unable to be confirmed, the cause has been assessed as unknown. The peritonitis was manifested by abdominal pain, fever, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the event. Treatment for the event was unknown. On an unknown date while hospitalized during the month after the event onset, pd therapy was discontinued and the patient was transferred to hemodialysis. Twenty-seven days after the event onset, the patient was discharged from the hospital. It was unknown if the patient was recovered from the event. No additional information is available.